Event description:
Pt had her abdominal mesh removed in 1999 for an abdominal wall infection. This was implanted in 1998. After the surgery, at that time, there was a question of a mesh infection but nothing definitive was decided.